Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and the patient's weight was provided. The cause of volume discrepancies and empty pump no alarm was not provided.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 40mg/ml at 8.5mg/day, morphine 4mg/ml at 0.85mg/day and baclofen 40mcg/ml at 8.5mcg/day via an implantable pump. The indication for use was non-malignant pain. It was reported the pump was over-infusing. Per the healthcare provider they first noted a small discrepancy in volumes in 2020 but the difference in what was expected versus what they took out was not out of the ordinary. In early 2021 the discrepancies grew some and they did a catheter dye study in (B)(6) 2021 and it "was fine, good flow." In (B)(6) 2021 they were expecting 5.2 ml and got back 3. At refill on july 6, 2021, erv: 0.9, arv: 0.4; (B)(6), 2021, erv: 3.5, arv: 1.5; (B)(6) 2022, erv: 4.3, arv:2.2; (B)(6) 2022, erv: 2.3, arv: 0.1; (B)(6), 2022, erv: 3.4, arv: 1.5, (B)(6) 2022, erv: 2.9, arv: 1.2; (B)(6) 2022, erv 2.3, arv: got 0, the patient experienced withdrawal symptoms and pain was escalated prior to refill as pump was empty but the patient felt better after refill. At the refill today, erv: 3.4, arv: 1.1. The reporter changed the low reservoir alarm volume from 2 to 4 ml. The healthcare provider stated that there were "no stalls or anything funky in logs" and with this pump they are still observing with no plans to replace the pump yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.